Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a calcified lesion in the marginal coronary artery. The patient had been turned down for bypass surgery. Following pre-dilatation, a 2.5 x 18 mm xience alpine stent delivery system (sds) was being advanced to the lesion; however, one of the stent struts pulled up on the end and the sds could not cross the calcified lesion. A 2.5 x 15 mm xience alpine sds was successfully implanted. Shortly after the stent was placed the patient went into cardiac and respiratory arrest and could not be revived. An attempt to resuscitate the patient for 30 minutes was made, but was unsuccessful and the patient was declared dead. An autopsy was not performed. It was reported that the cause of death was not due to a device issue, but was procedure related as the patient was very ill with low ejection fraction (ef) function. No additional information was provided.